Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the small battery drive device was not working was confirmed. An assessment was performed on the device and it was found that the triggers were jammed, did not stop immediately when trigger was released, ran slow, and failed power test. It was further noted that the trigger components were worn and the electric motor was damaged which caused low speed. The assignable root cause was determined to be due to wear on components from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during testing it was observed that the small battery drive device was not working. There was no patient involvement reported. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was unknown to the reporter; however the event date is being defaulted to the first of the month of (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.